Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was received: other than the patient feeling bad, what made the surgeon decide to take the patient back to the or? CT examination. What color setting was selected on the device and what was the sequence of the firings? Gold, wait 15 seconds to fire. What anatomical structures was the device fired on? Ileum to ileum. Were other stapling or suturing devices used when creating the anastomosis? No. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to fire? No. How were the post-operative issues identified? Abnormal CT findings. Were there any issues noted with staple formation at any point throughout the care of the patient? No. What was observed at the site of the leak on re-operation? Anastomotic leakage how was the leak addressed? Suture was used to oversew. What is the current patient status? Stable and gradually improved.

Event description:
It was reported that during the enterostomy annulus, did not observe any abnormal situation in the operation. Around 24 hours after surgery, the patient felt bad, then the surgeon did 2nd surgery, noted that anastomotic site was leakage. Suture was used to oversew. The patient is currently stable and in the hospital now.